Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an alert from their implantable cardioverter defibrillator for possible high voltage circuit damage. During a manual capacitor maintenance check it was noted that a charge was aborted. On (B)(6) 2018, the device was explanted and replaced. The right ventricular lead was also explanted and replaced due to it possibly being a lead issue. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of an sosd alert was confirmed. An sosd alert was present in the device upon receipt in the lab. Analysis revealed the pre-charge sosd system in the ICD was activating due to a loaded down v17 signal, which was being caused by short circuit in the q2 gate node. The root cause of the anomaly was due to a u4 failure.